Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. A review of the receiver logs was performed and a premature sensor countdown was found within the investigation window. The allegation was confirmed. The probable cause of this issue was sensor noise. No injury or medical intervention was reported.